Event description:
It was reported that during an right atrial (ra) lead implant attempt without atrial signal detected for sensing the physician was unable to obtain capture. Another lead was attempted however the physician described the patient as having ra infarct and sinus arrest, which was not known if this was related to the leads or a myocardial conduction issue. A competitor lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.